Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2014, inratio: 1.9, lab: 3.5; (B)(6) 2014, 1.6, 2.6. Both sets of testing performed within 5 mins. Therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.